Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer via phone call, the insulin pump wasn't working properly. Customer stated the device continue to alarm threshold suspend and wasn't sure why. Customer stated her current blood glucose was 209mg/dl. Then customer stated the threshold suspend limit was set to 60 mg/dl and her sensor reading was 41 mg/dl. Troubleshooting was performed and the customer was advised to monitor the sensors performance. Customer removed the sensor and it was bent. She is not returning the sensor for analysis.

Manufacturer narrative:
Sensor passed per specifications and perform bicarbonate buffer test. Sensor failed with high readings. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned sensor opened/used.